Event description:
It was reported that following a breast biopsy, a breast tissue marker was placed. However, post procedure it was observed that two clips had deployed instead of one. There was no patient injury reported.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted, the lot met all release criteria. This is the first complaint for lot number huyc0497 and issue to date. Although the sample was not returned for evaluation, images were provided for review. Based on the images provided and the reported event details, the investigation is confirmed as two breast tissue markers were visible in the returned images. The definitive root cause could not be determined based upon available information. The ultraclip ii tissue marker instructions for use (ifus) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/report was unable or unwilling to provide any further patient, product, or procedural details to bard.